Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the system 1e processor. While onsite, the technician was unable to recreate the reported event. The technician ran several test cycles and found the system 1e processor to be operating according to specification. The unit was manufactured in 2012 and is under steris service agreement. No additional issues have been reported.

Event description:
The user facility reported water leaking from the back of a system 1e processor causing a power shortage to the unit. No injury, procedure delay, or cancellation was reported.